Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that when tunneling the catheter, the white tip of the tunneler allegedly broke. Reportedly, a new kit was opened to complete the procedure. There was no reported patient injury.

Event description:
It was reported that when tunneling the catheter, the white tip of the tunneler allegedly broke. Reportedly, a new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary: four 14.5 fr d/l equistream 23 cm str hemodialysis catheter with surecuff kits were returned for evaluation. One of the samples was an original sample and three of the samples were lot samples. Functional, gross visual, microscopic visual and tactile evaluation were performed. The investigation is confirmed for damaged/defective tunneler, as the sample evaluation confirmed that the original sample had a tunneler with a broken catheter loading plastic tip. During processing of the lot samples during the preliminary evaluation, one of plastic tunneler tips from one of the lot samples fractured and it was noted the plastic tip seemed brittle. This is known issue for chronic dialysis catheter tunneler plastic tips. The definitive root cause could not be determined based upon available information. However, it is likely that supplier related issues contributed to the reported event. Corrective action has been issued to turnxon precision co. Ltd to address the issue and identify appropriate actions. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.